Event description:
A medtronic representative reported that on (B)(6) 2015, the site used a medtronic biopsy system to line up the trajectory for drilling and inserting a monteros bolt. The bolt ended up 5 mm off from the trajectory to the target. The bolt was confirmed to have shifted because the biopsy trajectory with the probe was correct throughout the process of placing the bolt. The belief is that the trajectory was affected when the bolt moved as it was being tightened into the head. They didn't make a new burr hole. They were just slightly off their target of the center of the tumor and were still able to laser the tumor. A medtronic representative went to the site to test the medtronic navigation equipment. The hardware, software, and instruments passed the system checkout. The navigation system was found to be fully functional. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).